Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar catheter. The device was in the patient's right atrium for ablation of accessory pathway when the practician heard one "steam pop" during ablation shot and stopped the ablation. A small increase of impedance (from 140 ohms to 158 ohms) and temperature (from 55 to 60° c.) Occurred during ablation. The parameters was temperature control mode, 40 watt, 60°c (at the user's request). The practician then used the same catheter after changing the target temperature to 55°c. The ablation shot lasted for 40 seconds. The procedure was completed. No patient consequences were reported.